Event description:
The patient had a 2.75 x 12 liberte stent placed in the circumflex artery. The patient returned to the cath lab approximately one month later for another scheduled procedure. The physician was using a prime wire in the left anterior descending (lad) artery when he began to have difficulty advancing and removing the wire. Eventually he was able to remove the wire. When the wire was removed, it appeared to have the stent from the first procedure attached to it. It appeared that somehow the wire moved through one of the struts of the stent and got caught.